Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician was experiencing intermittent communication problems when using the programming system to interrogate vns patients' devices. The local distributor went to the site and was able to isolate the serial cable as the particular component problem, and it was visibly damaged. The cable was replaced with a known working cable, and no further communication problems were detected again. Good faith attempts to retrieve the serial cable in question for analysis has been made, but the cable has not been received to date.